Event description:
A report was received that the patient had an infective complication for an unknown reason. It was noted that the infection was not device related. The patient was treated and doing well.